Event description:
It was reported that the patient went to urgent care on (B)(6) 2025 due to elevated blood glucose levels reaching 24 mmol/l (432 mg/dl) and headache. The patient contacted a physician by phone, who advised removal of the pod and recommended in-person evaluation. The patient removed the pod prior to attending. The patient presented to an urgent care clinic (olvg west, amsterdam) in the evening and remained under observation for approximately four hours leaving the facility the same day on (B)(6) 2025. During the visit, the patient underwent examination and blood testing and was treated with additional insulin administered by pen. The patient did not recall the specific cause of the hyperglycemia and reported no confirmed diagnosis beyond high blood glucose. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. On march 26th, 2026, submitting a correction supplemental to update the b5 describe event or problem and h11 additionally MFR narrative.

Event description:
It was reported that the patient went to the emergency room in (B)(6) 2025 due to elevated blood glucose levels reaching 24 mmol/l (432 mg/dl) and headache. The patient contacted a physician by phone, who advised removal of the pod and recommended in-person evaluation. The patient removed the pod prior to attending the emergency room. The patient presented to an urgent care clinic ((B)(6)) in the evening and remained under observation for approximately four hours leaving the facility the same day (B)(6) 2025. During the visit, the patient underwent examination and blood testing and was treated with additional insulin administered by pen. The patient did not recall the specific cause of the hyperglycemia and reported no confirmed diagnosis beyond high blood glucose. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.